Event description:
It was reported that during repositioning of the right ventricular (rv) lead, a decision was made to extract the existing lead and replace it with a new lead. Upon removal, the suture sleeve was not present. A fluoroscopic examination was subsequently performed to locate the missing suture sleeve. The lead was discarded therefore, will not be returned. The new lead was implanted successfully. The plan is to perform a follow-up at a later date. No adverse patient effects were reported.